Event description:
During the implant procedure, while using the inspire tunneler, the lateral branch of the external jugular vein was nicked and the patient experienced bleeding. Physician applied pressure, flushed the area, and cauterized the bleeding to achieve hemostasis.